Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient passed out, regained consciousness an hour later, and called emergency medical technician's (emts). The cgm was reading 110 mg/dl and the blood glucose reading was 30 mg/dl. The patient was treated with glucagon by emt and recovered after treatment. At the time of the report, the patient was in good condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.